Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a bleeding irritation under the garment. The patient's wife applied neosporin to the irritation. Additionally, while the patient was in the hospital receiving his pacemaker, the hospital applied a cream to the irritation. Outcome of the skin irritation is unknown.